Event description:
Pt placed an oximeter on finger for overnight measurement. About 3 hours later she awoke, finger was burning. She took the device off. Tech (from apria healthcare, (B)(4)) collected the device in the morning, indicated that would report the event to supervisor. Device is made by (B)(4). Pt reports that finger was visibly red and painful for several days, as if sunburned. Since resolved entirely, no residual erythema or pain.